Event description:
A report was received from a user facility in (B)(4) indicating that during the procedure, the surgeon found 2 presumed plastic fragments in the patient's eye. The surgeon was able to remove both particles and he continued the procedure without any consequences or injury to the patient.

Manufacturer narrative:
The pack involved in the reported event is not avail for evaluation. The lot and manufacturing records were reviewed and found to be acceptable.